Event description:
The customer contacted reported a leak of a chemotherapeutic agent. The pt was receiving taxol for a duration of three hours via an omni-flow pump. At the completion of the delivery, while the nurse was discontinuing the taxol and the tubing set, "drops" of taxol were noted on floor. The nurse identified the filter on the tubing set as the source of the leak. The chemotherapy was cleaned up according to the facility's protocl. The tubing set was discarded. There were no reported adverse pt effects. No medical interventions were required.

Manufacturer narrative:
The customer indicated that the device was discarded. A representative sample from the same lot was received. Investigation is not complete.